Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out on its own, probably due to a ruptured balloon.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest for 30 minutes with no observed leaks. The catheter balloon was deflated in 1 minute and 35 seconds with a ridge noted upon deflation. The drainage funnel was flushed with no leaks noted. This is within specification per inspection procedure which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. "No root cause could be found because the reported event was unconfirmed. The DHR is not required since the reported failure was unconfirmed. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out on its own, probably due to a ruptured balloon. Per additional information via email from ibc on 15apr2022, it was confirmed that no balloon burst was found. As per sample evaluation result received on 07sep2022, the balloon was found to mushroomed .

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A device history record review was not required since the reported failure was unconfirmed. As the reported event was unconfirmed a labeling review was not required. Correction: d, f, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter fell out on its own, probably due to a ruptured balloon. Per additional information via email from ibc on 15apr2022, it was confirmed that no balloon burst was found. As per sample evaluation result received on 07sep2022, the balloon was found to mushroomed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. "No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out on its own, probably due to a ruptured balloon. Per additional information via email from ibc on 15apr2022, it was confirmed that no balloon burst was found. As per sample evaluation result received on 07sep2022, the balloon was found to mushroomed.